Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00801803602, cocr femoral head, 61357236; 00784802401, modular kinectiv neck, 60921924; 00620005422, trilogy cup, 61316054; 00771301000, modular femoral stem, 61346509; 00625006525, bone scr 6.5x25 self-tap, 61412713. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 03500, 0001822565 - 2017 - 03504, 0002648920 - 2017 - 00542, 0001822565 - 2017 - 06210.

Event description:
It was reported by legal counsel that the patient underwent a left hip aspiration due to a lump around her left buttock that had enlarged causing sleep and functional impairments. It was noted that the fluid was discolored, thick, and difficult to aspirate. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records which confirmed the complaint. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.